Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Spoke to your customer service. Explained that I had purchased 2 boxes (4 total protectors). Have gone through 3 out of 4 protectors in very short period of time due to separation of two plastic layers of the protectors. Unfortunately 1st two boxes has been lost/ thrown away. Only have one box with upc code. Customer service said I could get both boxes replaced, however. Will try his recommendation for fitting to avoid similar problems in the future. Thanks.